Event description:
A malfunction alarm was reported, which caused the customer's blood glucose (bg) level to increase to 540 mg/dl. To address the high bg, the customer administered a correction injection via multiple daily injections (mdi). Technical support assisted the customer in resetting the pump, and the customer noted that the malfunction did not recur after the reset. The customer continued to use the pump for insulin therapy.